Event description:
Revision surgery at about 2 years 2 months after the primary due to pain and instability. The surgeon performed resurfacing of the patella bone and replacement of the tibial insert (12 to 14 mm).

Manufacturer narrative:
Batch review performed on 21 january 2026. Lot 2335815: (B)(4) items manufactured and released on 22-sep-2023. Expiration date: 2028-09-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.